Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture (grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii).

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii). The device as been explanted.

Event description:
Additionally, healthcare professional reported left side capsular contracture (baker grade IV) and "severe pain".

Manufacturer narrative:
The event of capsular contracture (grade IV) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (grade IV). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3, b.5, g.3.